Manufacturer narrative:
(B)(4). D10: cat: 650-1158 lot: 2020071356 delta cer fem hd. G2: foreign ¿ japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not approved for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four years post-implantation, the patient underwent a hip revision due to dislocation of the liner and bearing. The surgeon attempted a manual reduction of the dislocation and then the bearing and head separated. All components revised except the stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.